Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous negative result for 1 patient sample tested for elecsys probnp ii immunoassay (probnp ii) on a cobas e 411 immunoassay analyzer. It is not known if the erroneous result was reported outside of the laboratory. The initial probnp ii result was 67.12 pg/ml which is negative at this customer site. The last result for this patient was >1,000 pg/ml. The customer repeated the sample that produced the result of 67.12 pg/ml and the result was 1398 pg/ml. The customer thinks the repeat result is correct. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 209223 with an expiration date of 05/31/2018. The customer¿s centrifugation time is 5 minutes at 3000 rpm; depending on the tube manufacturer, this time may be too short. The customer¿s clotting time is 15 minutes; depending on the tube manufacturer, this time may be too short. No issues were identified during a review of the customer¿s calibration and quality control data. There is no indication of a general instrument or reagent issue. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. A possible root cause may be related to a pre-analytical issue since the customer¿s centrifugation and clotting time may be too short. An additional root cause may be related to insufficient maintenance.